Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection was performed, and it was noted that a portion of the cassette sheeting was not welded to the cassette. Underwater pressure testing was performed, and a leak was observed at the location where the sheeting was not welded to the cassette. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from an unspecified location. The leak was observed during a training session for renal technicians and therefore there was no patient involvement. The leak occurred when the therapy session was completed, and the cassette was being removed. There was no patient involvement. No additional information is available.